Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one hundred ten (110) samples were received from the customer for investigation in unopened blister packs. Eleven (11) samples were selected at random and were tested by attaching the needle hub assemblies to a syringe and drawing up a water and dye solution. After the liquid was drawn into the syringe the needle hub / syringe tip was visually examined for an evidence of leakage. No leakage was observed in any of the samples tested. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process as no leakage was detected in any of the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other for lot #8047576 item #305128. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process as no leakage was detected in any of the returned samples. Rationale: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process as no leakage was detected in any of the returned samples. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 305128, batch no: 8047576. It was reported that the bd precisionglide¿ needle the needles are leaking. The number of occasions along with the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: customer called in reporting bd needles leaking w/ lot # 8047576.